Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During the repositioning procedure it was noted there was infected tissue in the pocket. The decision was made to explant and replace the entire system. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.